Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) values were out of range for the antibodies to (B)(6) surface antigen ((B)(6)) method. The customer performed a lookback on patient samples that were run and stated that ten (10) samples were tested with (B)(6) and produced (B)(6) results. Siemens dispatched a customer service engineer (cse) to the customer site. The siemens cse performed an inspection on the advia centaur xp instrument and noted that resuspension magnets in the improcess queue were not operating correctly. The cse replaced the magnets and verified the performance of the instrument. The customer ran (B)(6) master curve material (mcm) and noted that results did not recover within the acceptable range. The cse performed additional services and calibrated the reagent probes 1, 2, and 3, and adjusted aspirate probes 1, 2, 3, 4, and the sample probe. The daily cleaning was performed, and the instrument was operational. The customer ran (B)(6) mcm and qc, post-service activities, and reported that (B)(6) values were within acceptable ranges. A follow up was performed, and the customer stated that patient samples were tested and verified with no issues. The customer continues to use the instrument and (B)(6) testing when qc is in range and monitoring qc performance. Siemens is investigating.

Event description:
The customer obtained (B)(6) results when running the antibodies to (B)(6)surface antigen ((B)(6)) method on the advia centaur xp instrument with serial number (B)(4). The discordant results were reported to the physician(s). The customer used two alternate advia centaur xp instruments to test the patient samples and confirm the correct results. The customer informs that patient test results are (B)(6), and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00273 on 17-april-2020. Siemens filed the supplemental MDR 2432235-2020-00273_s1 on 08-may-2020. Additional information (02-june-2020): siemens evaluated the actions performed by the customer service engineer (cse). The cse checked the system and replaced the wash block, tubing for aspirate probes 1 to 4, diluter 1, 3, and wash displacement diluter plungers, and checked the reagent and sample probe alignments. The cse ran calibrators and quality controls successfully with results within range with good precision, and confirmed the system is fully operational.the cse performed routine troubleshooting and resolved the issue with the replacement of parts. The cause of discordant (false positive) antibodies to hepatitis b surface antigen (ahbs2) results is unknown. The system is operating within specifications. No further evaluation was required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00273 on (B)(6) 2020. Additional information (B)(6) 2020): the customer informs that the correct result for patient # 41 is positive, and not considered discordant. No corrected report was needed for patient # 41. Siemens is investigating.